Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for post-cardiotomy cardiogenic shock (pccs). It was reported the patient's impella's extraction site wound had to be dissected after device removal. The patient received vac therapy and debridement. No further information was provided.